Event description:
N/a

Manufacturer narrative:
To fix the issue, the fse replaced the kit, display monitor to video gen board, touchscreen assy,12.1" and the pcb,power management,rohs, and then performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation. The initial reporter named in block e1 is a getinge employee whose contact details differ from that of the event site. Poc at event site: (B)(6).

Manufacturer narrative:
Updated fields: b4, d9(return to manufacture date), e1(site country), g3, g6, h2, h4, h6(type of investigation, investigation findings and investigation conclusions), h10. The getinge field service engineer (fse) that encountered the reported issue during the preventative maintenance (pm) discovered that the touchscreen was nonfunctional. To fix the issue, the fse replaced the kit, display monitor to video gen board, touchscreen assy,12.1", pcb,power management,rohs and then performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. The video generator board kit was observed per the cardiosave service manual revision n with no visual damage. The national repair center installed the video generator board kit into the cardiosave test fixture and tested the video generator board kit to factory specifications per procedure number (B)(4) revision c and the cardiosave service manual . Intermittent operation of the touch screen. Video generator board kit will be sent to the supplier for future failure analysis . The touchscreen assembly was observed per the cardiosave service manual with no visual damage. The national repair center installed the touchscreen assembly into the cardiosave test fixture and tested the touchscreen assembly to factory specifications and the cardiosave service manual . Intermittent operation of the touchscreen was observed. Touchscreen assembly will be sent to the supplier for future failure analysis .parts are no longer able to be tested by the respective suppliers. Investigation complete. Retaining the parts in the failure analysis and testing department . The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Manufacturer narrative:
The getinge field service engineer (fse) who encountered the issue noted that the repair is ongoing. A supplemental report will be submitted when additional information is provided.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse) that the cardiosave intra-aortic balloon pump (iabp) unit's touchscreen was not functioning. There was no patient involvement, and no adverse event reported.